Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: left fundal area/third coil was misplaced and had to be removed from the left fundal area') in a (B)(6) female patient who had essure (batch no. 975393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure catheter passed into the first tubal lurnen to black mark on catheter 4 coils exposed in first tubal lumen steps 8-11 repeated in the second tubal ostia 3 coils exposed in second tubal lumen hysteroscope removed and the procedure terminated pa". The patient's medical history included dysuria, vaginitis, obesity, fatigue and endometrial ablation. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia),"), anxiety ("mental anguish"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury- depression") and migraine ("migraines / headaches"). On (B)(6)2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 months 29 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems") and headache ("headache"). The patient was treated with surgery (surgical removal of 3rd coil in the left fundal area on (B)(6) 2013). Essure treatment was ongoing at the time of the report. At the time of the report, the device expulsion, pelvic pain, abdominal pain, menorrhagia, anxiety, urinary tract infection, vaginal discharge, urinary tract disorder, vaginal haemorrhage, depression, migraine and headache outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),uti, vag. Discharge. Still have both coils inside causing me issues insertion details-essure catheter passed into the first tubal lurnen to black mark on catheter 4 coils exposed in first tubal lumen steps 8-11 repeated in the second tubal ostia 3 coils exposed in second tubal lumen hysteroscope removed and the procedure terminated patient tolerated procedure well most recent follow-up information incorporated above includes: on 24-jan- 2020: pfs+mr received- lot number were added. New events abnormal bleeding (vaginal), device expulsion location of device: left fundal area, migraines / headaches, she did not undergo an essure confirmation test were added. Event psych injury updated to depression. New reporters, patient information, concomitant drug, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: left fundal area/third coil was misplaced and had to be removed from the left fundal area') in a 28-year-old female patient who had essure (batch no. 975393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure catheter passed into the first tubal lurnen to black mark on catheter 4 coils exposed in first tubal lumen steps 8-11 repeated in the second tubal ostia 3 coils exposed in second tubal lumen hysteroscope removed and the procedure terminated pa". The patient's medical history included dysuria, vaginitis, obesity, fatigue, endometrial ablation, epigastric pain, back pain and depressive disorder. Concurrent conditions included pharyngitis, obesity and hyperlipidemia. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding menorrhagia"), vaginal discharge ("vag. Discharge"), anxiety ("mental anguish"), urinary tract infection ("urinary tract infection"), depression ("psych injury- depression"), migraine ("migraines / headaches") and headache ("headache"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 months 29 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems") and intentional device use issue ("third coil was misplaced"). The patient was treated with surgery (surgical removal of 3rd coil in the left fundal area on (B)(6) 2013. At the time of the report, the device expulsion, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal discharge, anxiety, urinary tract infection, urinary tract disorder, depression, migraine, headache and intentional device use issue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, headache, intentional device use issue, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),uti, vag. Discharge. Still have both coils inside causing me issues insertion details-essure catheter passed into the first tubal lurnen to black mark on catheter 4 coils exposed in first tubal lumen steps 8-11 repeated in the second tubal ostia 3 coils exposed in second tubal lumen hysteroscope removed and the procedure terminated patient tolerated procedure well . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,migraine,depressive disorder,uti, weight gain. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs and mr received. Events - third coil was misplaced (intentional device use) added. Medical history was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she had a piece of coil in her cervix'), uterine perforation ('perforation of cervix,, migration of essure device') and device expulsion ('malposition of essure device location of device: left fundal area/third coil was misplaced and had to be removed from the left fundal area') in a 28-year-old female patient who had essure (batch no. 975393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure catheter passed into the first tubal lurnen to black mark on catheter 4 coils exposed in first tubal lumen steps 8-11 repeated in the second tubal ostia 3 coils exposed in second tubal lumen hysteroscope removed and the procedure terminated pa". The patient's medical history included dysuria, vaginitis, obesity, fatigue, endometrial ablation, epigastric pain, back pain and depressive disorder. Concurrent conditions included pharyngitis, obesity and hyperlipidemia. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia),"), vaginal discharge ("vag. Discharge"), anxiety ("mental anguish"), urinary tract infection ("urinary tract infection"), depression ("psych injury- depression"), migraine ("migraines / headaches") and headache ("headache"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 months 29 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems"), intentional device use issue ("third coil was misplaced") and vulvovaginal mycotic infection ("infection ( urinary tract/ bladder/ vaginal): vaginal") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgical removal of 3rd coil in the left fundal area on (B)(6) 2013). At the time of the report, the device breakage, uterine perforation, device expulsion, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal discharge, anxiety, urinary tract infection, urinary tract disorder, depression, migraine, headache, intentional device use issue, weight increased and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, headache, intentional device use issue, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),uti, vag. Discharge. Still have both coils inside causing me issues insertion details-essure catheter passed into the first tubal lurnen to black mark on catheter 4 coils exposed in first tubal lumen steps 8-11 repeated in the second tubal ostia 3 coils exposed in second tubal lumen hysteroscope removed and the procedure terminated patient tolerated procedure well current weight 156lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,migraine,depressive disorder,uti, weight gain lot number: 975393 manufacturing date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she had a piece of coil in her cervix'), perforation ('perforation of cervix,, migration of essure device') and device expulsion ('malposition of essure device location of device: left fundal area/third coil was misplaced and had to be removed from the left fundal area') in a 28-year-old female patient who had essure (batch no. 975393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure catheter passed into the first tubal lurnen to black mark on catheter 4 coils exposed in first tubal lumen steps 8-11 repeated in the second tubal ostia 3 coils exposed in second tubal lumen hysteroscope removed and the procedure terminated pa". The patient's medical history included dysuria, vaginitis, obesity, fatigue, endometrial ablation, epigastric pain, back pain and depressive disorder. Concurrent conditions included pharyngitis, obesity and hyperlipidemia. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia),"), vaginal discharge ("vag. Discharge"), anxiety ("mental anguish"), urinary tract infection ("urinary tract infection"), depression ("psych injury- depression"), migraine ("migraines / headaches") and headache ("headache"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 months 29 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems"), intentional device use issue ("third coil was misplaced") and vulvovaginal mycotic infection ("infection ( urinary tract/ bladder/ vaginal): vaginal") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgical removal of 3rd coil in the left fundal area on (B)(6) 2013). At the time of the report, the device breakage, perforation, device expulsion, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal discharge, anxiety, urinary tract infection, urinary tract disorder, depression, migraine, headache, intentional device use issue, weight increased and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, headache, intentional device use issue, menorrhagia, migraine, pelvic pain, perforation, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),uti, vag. Discharge. Still have both coils inside causing me issues. Insertion details-essure catheter passed into the first tubal lurnen to black mark on catheter 4 coils exposed in first tubal lumen steps 8-11 repeated in the second tubal ostia 3 coils exposed in second tubal lumen hysteroscope removed and the procedure terminated patient tolerated procedure well current weight 156lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,migraine,depressive disorder,uti, weight gain lot number: 975393 manufacturing date: 2012-04 , expiration date: 2015-04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-apr-2020: pfs received events " perforation of cervix, she had a piece of coil in her cervix, weight gain, infection ( urinary tract/ bladder/ vaginal): vaginal" were added. Patient demographics and concomitant drugs were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she had a piece of coil in her cervix'), uterine perforation ('perforation of cervix,, migration of essure device') and device expulsion ('malposition of essure device location of device: left fundal area/third coil was misplaced and had to be removed from the left fundal area') in a 28-year-old female patient who had essure (batch no. 975393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure catheter passed into the first tubal lurnen to black mark on catheter 4 coils exposed in first tubal lumen steps 8-11 repeated in the second tubal ostia 3 coils exposed in second tubal lumen hysteroscope removed and the procedure terminated pa". The patient's medical history included dysuria, vaginitis, obesity, fatigue, endometrial ablation, epigastric pain, back pain and depressive disorder. Concurrent conditions included pharyngitis, obesity and hyperlipidemia. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia),"), vaginal discharge ("vag. Discharge"), anxiety ("mental anguish"), urinary tract infection ("urinary tract infection"), depression ("psych injury- depression"), migraine ("migraines / headaches") and headache ("headache"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 months 29 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems"), intentional device use issue ("third coil was misplaced") and vulvovaginal mycotic infection ("infection ( urinary tract/ bladder/ vaginal): vaginal") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgical removal of 3rd coil in the left fundal area on (B)(6) 2013). At the time of the report, the device breakage, uterine perforation, device expulsion, abdominal pain, vaginal haemorrhage, anxiety, urinary tract disorder, depression, intentional device use issue, weight increased and vulvovaginal mycotic infection outcome was unknown and the pelvic pain, menorrhagia, vaginal discharge, urinary tract infection, migraine and headache had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, headache, intentional device use issue, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),uti, vag. Discharge, migraine and headache. Still have both coils inside causing me issues insertion details-essure catheter passed into the first tubal lurnen to black mark on catheter 4 coils exposed in first tubal lumen steps 8-11 repeated in the second tubal. Ostia 3 coils exposed in second tubal lumen hysteroscope removed and the procedure terminated patient tolerated procedure well. Current weight (B)(6). Discrepancy noted in explant date- (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,migraine,depressive disorder,uti, weight gain lot number: 975393 manufacturing date: 2012-04 expiration date: 2015-04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- outcome of the event pelvic pain, menorrhagia, uti, vaginal discharge, migraine and headache were updated from unknown to recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: left fundal area/third coil was misplaced and had to be removed from the left fundal area') in a 28-year-old female patient who had essure (batch no: 975393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure catheter passed into the first tubal lurnen to black mark on catheter 4 coils exposed in first tubal lumen steps 8-11 repeated in the second tubal ostia 3 coils exposed in second tubal lumen hysteroscope removed and the procedure terminated pa". The patient's medical history included dysuria, vaginitis, obesity, fatigue, endometrial ablation, epigastric pain, back pain and depressive disorder. Concurrent conditions included pharyngitis, obesity and hyperlipidemia. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia),"), vaginal discharge ("vag. Discharge"), anxiety ("mental anguish"), urinary tract infection ("urinary tract infection"), depression ("psych injury- depression"), migraine ("migraines / headaches") and headache ("headache"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 months 29 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems") and intentional device use issue ("third coil was misplaced"). The patient was treated with surgery (surgical removal of 3rd coil in the left fundal area on (B)(6) 2013). At the time of the report, the device expulsion, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal discharge, anxiety, urinary tract infection, urinary tract disorder, depression, migraine, headache and intentional device use issue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, headache, intentional device use issue, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),uti, vag. Discharge. Still have both coils inside causing me issues. Insertion details-essure catheter passed into the first tubal lurnen to black mark on catheter 4 coils exposed in first tubal lumen steps 8-11 repeated in the second tubal ostia 3 coils exposed in second tubal lumen hysteroscope removed and the procedure terminated patient tolerated procedure well. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, migraine, depressive disorder, uti, weight gain. Lot number: 975393, manufacturing date: 2012-04, expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.